Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the insert") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding, prolonged menses"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines (with no prior history)"), allergy to metals ("nickel allergies") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals and alopecia had not resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals and alopecia to be related to essure. The reporter commented: a medical professional recommended removal of the device in 2016. The consumer was scheduled for a salpingectomy in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: hysterosalpingogram result was not reported. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of the insert, amongst non-serious events. Plaintiff was scheduled for a salpingectomy in (B)(6) 2016. The event, seen as device dislocation, is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the insert/migration of essure insert/ left essure likely placed into the myometrium of the uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of deliveries- (B)(6) 2001, (B)(6) 2010 and (B)(6) 2011.), recurrent abortion (3 spontaneous first-term miscarriages), stillbirth nos (at 37-weeks), hypertension, gastric operation in 2008, cesarean section (low transvere ((B)(6) 2001, (B)(6) 2004, (B)(6) 2011, (B)(6) 2011)), abruptio placentae (third pregnancy. Cesarean section delivery of a 37-38 week stillborn female infant. This pregnancy has been complicated by nausea, vomiting, and vaginal bleeding, which were resolving.), diabetes (diabetes resolved with weight loss), pulmonary embolus, dvt, asthma, gastric bypass in 2008, cholecystectomy, amenorrhea (since her delivery in (B)(6) 2012), uterine dilation and curettage in 2007, latex allergy, urinary tract infection, hypoglycemia, headache, dehydration, ureterolysis procedure and retroperitoneal fibrosis. She denies any vaginal discharge or fever. She denies any bloody nipple discharge. She denies any breast trauma or change in size of the breasts. She denies any family history of breast carcinoma. She denies any menopausal symptoms. She denies she has been having problems with her menstrual cycle for the last 8 to 9 months. She denies any history of liver disease, hair changes or skin changes. She denies any problems with dyspareunia. Previously administered products included for birth control: contraceptives nos from 2007 to (B)(6) 2012; for an unreported indication: clonidine from 2008 to 2010, labetolol, clonidine, aspirin, folic acid, dexllant, hydrocodone, birth control pills and lovenox. Past adverse reactions to the above products included hypersensitivity with birth control pills and hydrocodone. Concurrent conditions included obesity, menstruation irregular, mastalgia (bilateral), galactorrhea (bilateral), menometrorrhagia, endometrial hyperplasia, perineal pain, ovarian cyst, uterine enlargement, pelvic adhesions, general body pain, tobacco abuse and uterine fibroid. Family history included diabetes (mother), hypertension (parents), heart disease, unspecified (mother), renal disease (mother), epilepsy (mother/brother), deep vein thrombosis (mother), asthma (daughter, sister, brother), anemia (parent), autoimmune thyroid disorder (brother), blood pressure high (mother), high cholesterol (mother), renal disease (mother), lupus erythematosus (brother), thyroid disorder (mother, sister), seizure (mother), lymph node cancer metastatic (sister), stomach carcinoma (maternal aunt) and pancreatic cancer (brother). Concomitant products included norethisterone (ortho micronor-28) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as anaesthetics (anesthesia), cimetidine (cimedine) since 2010, estradiol (vagifem) since 2015, labetalol since 2013, prenatal vitamins since 2013 and topiramate (topamax) since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea( cramping)"), menorrhagia ("heavy menstrual bleeding, prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/pain/ constant abdomen pain"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion ("migration of the insert/migration of essure insert/ left essure likely placed into the myometrium of the uterus"), back pain ("severe back pain"), migraine ("migraines (with no prior history)/migraines/headaches"), allergy to metals ("nickel allergies") and headache ("headaches"). The patient was treated with colecalciferol (vitamin d), iron, calcium and surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals, alopecia, nausea, bladder disorder, urinary tract disorder, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement procedure. She claimed that essure worsened a previously existing injury/condition. All symptoms and pain resolved almost immediately following removal. She did not allege that essure caused birth defects. On (B)(6) 2012, operative note: the stylet was properly seated and deployed.' Upon removal, there-was evidence of 2 rings present coming from the fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Blood pressure measurement - on (B)(6) 2012: 110/80 mmhg hysterosalpingogram - on (B)(6) 2013: bilaterally occluded fallopian tubes pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2016: negative on (B)(6) 2010, fus (focus ultrasound) pregnancy with transvaginal showed small sub chorionic hemorrhage with a single viable intrauterine gestation. The crown rump length would suggest an estimated menstrual age of 6 weeks 1 day as described above. Viable fetal cardiac motion is present at 103 beats per minute. There is a small sub chorionic hemorrhage. A moderate amount of free fluid is present in the peritoneal cavity of uncertain etiology. On (B)(6) 2010, possible causes of placental infarction include maternal vascular disease such as seen in renal disease or maternal diabetes mellitus, hyper coagulation syndromes, hypertensive disorders such as pre-eclampsia, eclampsia. (B)(6) 2013 : essure confirmation test : bilaterally occluded fallopian tubes, no evidence of filling of the fallopian tubes. On (B)(6) 2014, surgical pathology report revealed preoperative diagnosis-excessive menstruation final microscopic diagnosis-endometrium biopsy proliferative pattern. No evidence of endometrial hyperplasia or malignancy. On (B)(6) 2016, transvaginal ultrasound was performed today revealing the presence of a 1.5 cm uterine fibroid and a 2.5 cm simple appearing cyst involving the right ovary. The left ovary was noted to be normal. There is evidence of the essure present involving the cornu bilaterally. On (B)(6) 2016, final microscopic diagnosis: uterus, hysterectomy with bilateral salpingectomy cervix: chronic inflammation with squamous metaplasia; no dysplasia identified endometrium: benign proliferative pattern. Myometrium: single intramural leiomyoma without necrosis or atypia uterine serosa: fibrous adhesions; negative for glandular inclusions bilateral fallopian tubes: no microscopic abnormality; essure devices present. Current weight 218 lbs. Intensity of pain 6-10/10 ¿concerning the injuries reported in this case, the following ones were reported via medical record: abdominal pain, vaginal hemorrhage; dysmenorrhea, menorrhagia, back pain and pelvic pain, embedded device, device expulsion quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the insert/migration of essure insert/ left essure likely placed into the myometrium of the uterus") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of deliveries- (B)(6) 2001, (B)(6) 2010 and (B)(6) 2011.), recurrent abortion (3 spontaneous first-term miscarriages), stillbirth nos (at (B)(6)), hypertension, gastric operation in 2008, cesarean section (low transverse ((B)(6) 2001, (B)(6) 2004, (B)(6) 2011, (B)(6) 2011)), abruptio placentae (third pregnancy. Cesarean section delivery of a (B)(6) female infant. This pregnancy has been complicated by nausea, vomiting, and vaginal bleeding, which were resolving.), diabetes (diabetes resolved with weight loss), pulmonary embolus, dvt, asthma, gastric bypass in 2008, cholecystectomy, amenorrhea (since her delivery in (B)(6) 2012), uterine dilation and curettage in 2007, latex allergy, urinary tract infection, hypoglycemia, headache, dehydration, ureterolysis procedure and retroperitoneal fibrosis. She denies any vaginal discharge or fever. She denies any bloody nipple discharge. She denies any breast trauma or change in size of the breasts. She denies any family history of breast carcinoma. She denies any menopausal symptoms. She denies she has been having problems with her menstrual cycle for the last 8 to 9 months. She denies any history of liver disease, hair changes or skin changes. She denies any problems with dyspareunia. Previously administered products included for birth control: contraceptives nos from 2007 to (B)(6) 2012; for an unreported indication: clonidine from 2008 to 2010, labetolol, clonidine, aspirin, folic acid, dexllant, hydrocodone, birth control pills and lovenox. Past adverse reactions to the above products included hypersensitivity with birth control pills and hydrocodone. Concurrent conditions included obesity, menstruation irregular, mastalgia (bilateral), galactorrhea (bilateral), menometrorrhagia, endometrial hyperplasia, perineal pain, ovarian cyst, uterine enlargement, pelvic adhesions, general body pain, tobacco abuse and uterine fibroid. Family history included diabetes (mother), hypertension (parents), heart disease, unspecified (mother), renal disease (mother), epilepsy (mother/brother), deep vein thrombosis (mother), asthma (daughter, sister, brother), anemia (parent), autoimmune thyroid disorder (brother), blood pressure high (mother), high cholesterol (mother), renal disease (mother), lupus erythematosus (brother), thyroid disorder (mother, sister), seizure (mother), lymph node cancer metastatic (sister), stomach carcinoma (maternal aunt) and pancreatic cancer (brother). Concomitant products included norethisterone (ortho micronor-28) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as anaesthetics (anesthesia), cimetidine (cimedine) since 2010, estradiol (vagifem) since 2015, labetalol since 2013, prenatal vitamins since 2013 and topiramate (topamax) since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea( cramping)"), menorrhagia ("heavy menstrual bleeding, prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/pain/ constant abdomen pain"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion ("migration of the insert/migration of essure insert/ left essure likely placed into the myometrium of the uterus"), back pain ("severe back pain"), migraine ("migraines (with no prior history)/migraines/headaches"), allergy to metals ("nickel allergies") and headache ("headaches"). The patient was treated with cholecalciferol (vitamin d), iron and calcium. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals, alopecia, nausea, bladder disorder, urinary tract disorder, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement procedure. She claimed that essure worsened a previously existing injury/condition. All symptoms and pain resolved almost immediately following removal. She did not allege that essure caused birth defects. On (B)(6) 2012, operative note: the stylet was properly seated and deployed.' Upon removal, there-was evidence of 2 rings present coming from the fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Blood pressure measurement - on (B)(6) 2012: 110/80 mmhg. Hysterosalpingogram - on (B)(6) 2013: bilaterally occluded fallopian tubes. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2016: negative on (B)(6) 2010, fus (focus ultrasound) pregnancy with transvaginal showed small sub chorionic hemorrhage with a single viable intrauterine gestation. The crown rump length would suggest an estimated menstrual age of 6 weeks 1 day as described above. Viable fetal cardiac motion is present at 103 beats per minute. There is a small sub chorionic hemorrhage. A moderate amount of free fluid is present in the peritoneal cavity of uncertain etiology. On (B)(6) 2010, possible causes of placental infarction include maternal vascular disease such as seen in renal disease or maternal diabetes mellitus, hyper coagulation syndromes, hypertensive disorders such as pre-eclampsia, eclampsia. On (B)(6) 2014, surgical pathology report revealed preoperative diagnosis-excessive menstruation final microscopic diagnosis-endometrium biopsy proliferative pattern. No evidence of endometrial hyperplasia or malignancy. On (B)(6) 2016, transvaginal ultrasound was performed today revealing the presence of a 1.5 cm uterine fibroid and a 2.5 cm simple appearing cyst involving the right ovary. The left ovary was noted to be normal. There is evidence of the essure present involving the cornu bilaterally. On (B)(6) 2016, final microscopic diagnosis: uterus, hysterectomy with bilateral salpingectomy cervix: chronic inflammation with squamous metaplasia; no dysplasia identified. Endometrium: benign proliferative pattern. Myometrium: single intramural leiomyoma without necrosis or atypia. Uterine serosa: fibrous adhesions; negative for glandular inclusions. Bilateral fallopian tubes: no microscopic abnormality; essure devices present. (B)(6). Intensity of pain 6-10/10 ¿concerning the injuries reported in this case, the following ones were reported via medical record: abdominal pain, vaginal hemorrhage; dysmenorrhea, menorrhagia, back pain and pelvic pain, embedded device, device expulsion most recent follow-up information incorporated above includes: on 21-feb-2018: pfs and medical record received. This case is medically confirmed. Reporter information was updated. This case concerns (B)(6) patient. Her demographics were updated. Her historical condition/medication, family history and concurrent condition were added. Lab data was added. Essure implantation and explantation date was added. Essure lot number: 958712 was added. Essure indication was amended. Her concomitant/treatment medications were added. Events: nausea, migraines/headache, abnormal bleeding (vaginal, menorrhagia), nickel allergy, bladder or urinary problems or changes, abnormal bleeding (general) and pain was added. All symptoms and pain resolved almost immediately following removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding, prolonged menses"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines (with no prior history)"), allergy to metals ("nickel allergies") and alopecia ("hair loss"). At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, allergy to metals and alopecia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia and migraine to be related to essure. The reporter commented: a medical professional recommended removal of the device in 2016. The consumer was scheduled for a salpingectomy in (B)(6) 2016. Most recent follow-up information incorporated above includes: on 22-dec-2017: quality-safety evaluation of product technical complaint. Entry of FDA codes and addition of ptc global number reference. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.